Event description:
Reportedly, the surgeon fully inspected the staple line of the anastomosis and it looked good. The surgeon sent the patient home. A few days later, the patient had an acute pain in their abdomen, elevated white count and a pocket of air in the diaphram. The patient returned for a re-operation in 2003. The surgeon at the re-operation indicated that a leak was found on the distal end on the posterior side of the anastomosis. The defect was repaired. Procedure: right hemicolectomy.